Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair, two structural balloons were used consecutively to keep the abdominal space open and both ruptured inside the patient¿s cavity. Another device was used to complete the case. There was no patient injury.